Manufacturer narrative:
Additional information was received on march 1, 2024. In addition to the rupture reported initially, the patient also experienced capsular contracture. The device was encapsulated. Replacement with mentor gel was performed with explant. The complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: capsular contracture/rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 600cc mentor memorygel breast implant placed experienced right sided rupture post procedure. Diagnosis was made through computed tomography. As a result, explant is scheduled for (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Future explant date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).